Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. Insulin via the pump was delivered to address the bg level. The customer thought that there may be some scar tissue at the infusion set site and may have been inhibiting the absorption of insulin. While changing the pump supplies, the pump sounded an alarm 19. A second cartridge was used and the alarm reoccurred. The bg was 372 mg/dl and the customer's parent administered an insulin injection to address the bg level. The customer was to use insulin injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the reported high blood glucose could not be verified.